Manufacturer narrative:
The system controller was not returned to the manufacturer as it remains in use. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The system controller was functionally tested and found to operate as intended. The temperature was measured at two points during an extended run and the temperature did not exceed 32°c at either point. Similar incidences have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiovascular surgeon that the patient had sustained a skin burn due to the system controller. The surgeon asked the manufacturer's clinical specialist to visit the patient to inspect the burn. The patient was seen in ICU and it was discovered that the patient's driveline was wrapped around his right side to his back where the system controller had been placed against the patient's skin and propped up with a pillow. A red, blistered area was noted in the right medial buttock with a raw area where the blister had broken. The day nurse stated she didn't know how long the patient had been in that position. The vad coordinator reported that when the system controller was discovered against the patient's skin, the system controller was not warm to touch, but there was no way for it to get ventilation or dissipate heat. The physician was asked to see the patient by the vad team. The system controller will not be returned to the manufacturer for evaluation as the vad team did not feel it was faulty. The manufacturer's clinical specialist suggested that the system controller be placed in the system controller pouch prior to the patient leaving the op, and the vad coordinators agreed this would be a good approach, as well as retraining the staff to not place the system controller on bare skin as written in the "instructions for use".